Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, and the patient¿s adverse events of a diaphragmatic hernia which resulted in pulmonary edema. Per the patient, he transitioned to hd in 2018 and has recovered from the events. No allegation was made against any fresenius device(s) and/or product(s). However, it remains unknown if the diaphragmatic hernia was congenital or acquired. Given the limited follow-up information available, a more comprehensive investigation could not be performed. Pd fluid leaks can be caused by congenital or acquired diaphragmatic defects, disorders of the lymphatic system and/or severe increases in intraperitoneal pressure. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible contributory role in the patient¿s serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused/contributed to the events. However, the patient was actively undergoing ccpd therapy when these events occurred. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events. However, without a discharge summary or hospital records, this clinical investigation cannot disassociate the device from the serious adverse events.

Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was transitioned to hemodialysis (hd) due to a ¿hole in his diaphragm¿ leaking fluid into his lungs. Per the patient, he remains on hd for rrt (since 2018) and has recovered from the events. No allegation was made against any fresenius device(s) and/or product(s). It remains unknown if the diaphragmatic hernia was congenital or acquired, as attempts to obtain additional information (e.g., patient demographics, discharge summary, hospital records) have thus far proven unsuccessful.